Event description:
A malfunction was reported with the code malf 0, but no notable events occurred prior to the incident. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happened again.